Event description:
It was reported the insulin pump had alarmed displayable history crc check failed on startup. Customer's blood glucose was 245 mg/dl. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed displayable history crc check failed on startup and multiple were noted in the alarm history. Alarm occurred due to corrupted history file. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.